Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 110-125mg/dl fasting. Verified the strips expire 12/19/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 135mg/dl and 132mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is concerned with results of 94 , 98 , 90 , 103 and 66 mg /dl. Customer states that he performed a back to back blood test and received a result of 86mg /dl using his true result meter on (B)(6) 2016 at 07:00 am fasting and then used another meter and performed another test receiving 126 mg /dl. Customer states his meter has the wrong time .